Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he is unable to establish communication with his scs ipg using his charging system and pt programmer (received comm error 2501) and is subsequently o longer receiving stimulation. Follow-up identified a sjm representative confirmed the issue and the pt is working with the physician to determine the next course of action. Additionally, it was reported the pt has not charged or used his scs system since (B)(6) 2013.